Manufacturer narrative:
The reported event of air in line file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that on 5/23/2018 the rn started the infusion pump to infuse 5fu at 48ml/hr for 24 hours. The pump continuously alarmed for ¿air in line¿. The nurse and several other staff members checked and the tubing did not appear to have air in line nor was it kinked however the pump continued to alarm. That pump was switched out and the infusion was started as ordered with no further alarms. Soon after the same alarm started so the pump was switched to the original pump and the infusion continued without further alarms. There was no patient harm.